Manufacturer narrative:
Additional evaluation coordinated by synthes (B)(4) reports the following: the complaint condition is likely the result of dominant dynamic bending loads leading to the fatigue of the investigated cancellous polyaxial screw. The implant had to absorb and neutralize forces that may have been greater than the tolerable load. Further, the investigation found no evidence that would suggest any material or manufacturing defects.

Event description:
A device report from synthes (B)(4) indicated a hospital in (B)(6) reported: patient implanted on (B)(6) 2012. CT scan (B)(6) 2012. Screw broke c4 left, date unknown. Revision and explant on (B)(6) 2013, screw shaft was left in patient.

Manufacturer narrative:
Device used for treatment and not diagnosis. Review of the dhrs showed there were no issues during the manufacture that would contribute to this complaint condition. The device was returned and the investigation is ongoing.

Manufacturer narrative:
Additional narrative:device used for treatment and not diagnosis.the device was received, the investigation could not be completed, and no conclusion could be drawn, as product is entering the complaint system. A device history recors review has been requested. The investigation is ongoing. (B)(4): placeholder.

Event description:
This is 1 of 1 report for complaint (B)(4).

Event description:
This is 1 of 1 device for this event reported on complaint (B)(4).